Event description:
Patient put her lenses in early in the morning. Around 10:00 a.m, she experienced discomfort and saw an ophthalmologist at 3:00 p.m. Due to pain. She presented with 3 ulcerations superior, 4 mm diameter and near visual axis. Treatment with desomedine was prescribed. On the following _ she went to the hospital emergency where she was diagnosed with amoebian keratitis and treated with phmb and desomedine. The condition improved during the following week. The patient completely recovered with remaining slight scar with no impact to visual acuity. According to the doctor, patient had good hygienic practices, but she takes showers with her contact lenses in and that could be the origin of the problem.

Manufacturer narrative:
No product was returned for evaluation. The lot device history records were reviewed and show that all requirements were met. According to the doctor, the patient takes showers with her contact lenses in and that could be the origin of the problem. Based on all information, no conclusion can be drawn.